Event description:
End user's wife advised husband was walking on replacement crutches and noticed the plastic piece that holds the adjust bar had slipped down. Husband was walking down the sidewalk in front of the house and fell on the sidewalk, no apparent injuries, no medical attention sought. End user is a recent amputee and goes to physical therapy and makes them aware when he falls, they are not sure of model number but thinks it is adjust.

Manufacturer narrative:
(B)(4) 2014 -- initial mfg report # 1525712-2014-06968 was submitted to the FDA on 10/14/2014 as a manufacturer. With the knowledge of the actual manufacturer, this is now an importer report, not a manufacturer, therefore, the correct FDA (B)(4).

Event description:
End user's wife advised husband was walking on replacement crutches and noticed the plastic piece that holds the adjust bar had slipped down. Husband was walking down the sidewalk in front of the house and fell on the sidewalk, no apparent injuries, no medical attention sought. End user is a recent amputee & goes to physical therapy and makes them aware when he falls, they are not sure of model number but thinks it is adjust.